Event description:
Pt sent here from hospital. Nurse states at 0800 she attempted to give IV med and the dressing around the PICC was saturated. The md was notified. He assessed the pt. Suture was removed from PICC (per nurse and md) it was noticed the line was broken. Sent to ER for evaluation. Chest x-ray revealed the tip of the PICC line to be in the right pulmonary artery. The pt was taken to the cath lab for retrieval of the PICC line. PICC line initially placed. In 9/2005.